Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm or battery out limit alarm noted. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump experienced a battery out of limit alarm. It was also reported that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 256 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.